Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a craniotomy, an imprecision of two centimeters was observed when utilizing the micros cope probe. It was reported that the probe was the only instrument used in the procedure and that the microscope was not used in the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system was checked a week or two following the procedure and the system tested back functioning as designed.